Manufacturer narrative:
Results: two unused samples were returned for evaluation. The packaging of these devices was evaluated and no abnormalities were found. A review of the device history record revealed no irregularities during the manufacture of the reported lot number 5046484. Additionally, a review of the device sterilization record revealed no abnormalities during the sterilization process. Conclusion: an absolute root cause for this incident cannot be determined. Of note, our quality engineer has reviewed this complaint with medical affairs and has determined that there are multiple causes for phlebitis and has determined that this case is not related to the manufacturing process. The device summary evaluation is listed.

Event description:
It was reported that while using a bd intima ii (tm) losed IV catheter system for an infusion from (B)(6) 2015 to (B)(6) 2015, a patient developed redness and swelling at the IV insertion site on his/her left hand. The patient was treated with "mupirocin ointment and alcohol" on (B)(6) 2015. The patient's symptoms resolved and the patient left the hospital on (B)(6) 2015.

Manufacturer narrative:
A sample is available for eval. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using a bd intima ii closed IV catheter system for an infusion from (B)(6) 2015 to (B)(6) 2015, a patient developed redness and swelling at the IV insertion site on his/her left hand. The patient was treated with "mupirocin ointment and alcohol" on (B)(6) 2015. The patient's symptoms resolved and the patient left hospital on (B)(6) 2015.

Manufacturer narrative:
Pt sex: male. Description of event or problem: the patient had jaundice and on (B)(6) 2015, a bd intima ii¿ closed IV catheter system was used for infusion. On the second day, there appeared to be suspected vein inflammation symptoms such as red dot and inflammation. The nurse used alcohol and bactrian to wipe the puncture site. The patient has recovered. The patient was treated with the drugs such as anti-inflammatory, myocardial nutrition, and a nutrient solution.